Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On unreported date(s), the patient was hospitalized for the event and the patient began treatment for the peritonitis with unspecified an anti-inflammatory drug (dose, frequency and duration not reported). At the time of this report, the patient was still in hospital, the peritonitis was not resolved, the patient was not recovered and dianeal therapy was ongoing. No additional information is available.